Event description:
It was reported that this pacemaker was an attempted implant due to a nonspecific product performance issue. Subsequently, the procedure was finished using a different device. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.